Manufacturer narrative:
Customer technical support "cts" provided customer with a replacement rt12 rotor. No hardware has been returned for further investigation. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt centrifuge. Customer noted unable to open lid after rt12 rotor failure. Customer technical support "cts" provided assistance in performing emergency release lock of lid. Customer states patient samples were of animal origin, with approximately 0.5 milliliters which had leaked from the tubes and was contained within the centrifuge. Customer noted animal had to be redrawn and centrifuge will be cleaned with warm water and a quaternary/ammonia disinfectant. Customer confirms no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this failure. Customer noted rt12 rotor was purchased on (B)(6) 2015 and shield was in place at the time of incident.